Event description:
A malfunction alarm was reported with malfunction code 9 and fault ID 9-0x20f1. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump successfully, without any recurrence of the malfunction. The customer was advised to continue using the pump and to call back if the issue reoccurs.